Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), 1 year, 5 months, and 25 days post-implant of a 29 mm sapien 3 ultra resilia valve in the aortic position, the 29 mm sapien 3 ultra resilia valve required intervention due to calcified aortic stenosis. The patient was experiencing shortness of breath. Aa valve in valve was completed successfully, and the patient was transferred in stable condition after the procedure. Per the proctor review, the patient was presenting with elevated gradients, with halt vs early structural valve degeneration. Based on the available imaging and the very early deterioration of the current prosthesis, this is most consistent with early structural valve degeneration rather than halt. A cta review showed a s3 29 mm in the aortic position with suboptimal commissural alignment. The thv appears underexpanded at the mid-frame. Calcification present on the prosthetic leaflets. No clear radiologic evidence of halt. Rca ostium is above the neo-skirt risk plane. Lca ostium is partially below the neo-skirt risk plane.

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been updated: b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapienxt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). In this case, the complaint for calcification was empirically confirmed. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that patient or procedural factors identified in the technical summary contributed to the complaint event. However, due to insufficient information, a definitive root cause cannot be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.